Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n227974, implanted: (B)(6) 2010, product type: adapter; product ID 3888-28, lot# l20763, implanted: (B)(6) 1992, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. Stimulation reportedly used to cover the patient¿s entire hand, but at the time of the report they only felt a little bit in their fingers. It was noted that this came on gradually. It was further reported that the implantable neurostimulator (ins) moved about a lot and that it did not do this right after implant but sometime thereafter. It was further noted that their therapy was not working as expected. It was later reported that there was a greater than 50% reduction in symptoms. It was further reported that it was unknown what the cause of the event was or if it was related to the device. Reprogramming was reportedly done on (B)(6) 2014 and the patient was reportedly doing well and receiving effective therapy. It was noted that no trouble shooting, intervention, or other action was taken to resolve the event.